Event description:
The patient was implanted with a left ventricular assist device (lvad). The user facility report# (B)(4) received from the (B)(4) registry reported that the patient experienced congestive heart failure decompensation due to device malfunction/thrombus, clot in the pump. No further details were provided to the manufacturer.

Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding this event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.